Event description:
It was reported that pump declared cartridge change error while customer tried to load cartridge without insulin. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area as instructed, cleaned area with alcohol wipe or lint-free cloth, then followed on-screen instructions and successfully completed load process and resumed insulin delivery with guidance from technical support.